Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Event description: per email, it was reported that: 1. Angiojet avx, catalog# 105039-001, lot# 28512982, date of incident (B)(6) 2021 a. Problem experienced ? Item leaked when primed. We do have the product to return for evaluation. No patient involvement. 2. Rosen guidewire catalog# m001491560, lot# 5790880, date of incident (B)(6) 2020 a. Problem experienced ? Braided portion of wire started to unravel. This item we attempted to phone in the report on 10/15/2020 and were left on hold for > 20 minutes, repeated attempts had same outcome. Product was put in bin and overlooked until now. Recording online now indicates to report via email so we are again attempting to get this reported. We do have the product to return for evaluation.

Manufacturer narrative:
Device evaluation completed.

Event description:
Event description: per email, it was reported that: 1. Angiojet avx catalog# 105039-001 lot# 28512982 date of incident (B)(6) 2021 a. Problem experienced ? Item leaked when primed. We do have the product to return for evaluation. No patient involvement. 2. Rosen guidewire catalog# m001491560 lot# 5790880 date of incident (B)(6) 2020 a. Problem experienced ? Braided portion of wire started to unravel. This item we attempted to phone in the report on (B)(6) 2020 and were left on hold for > 20 minutes, repeated attemps had same outcome. Product was put in bin and overlooked until now. Recording on line now indicates to report via email so we are again attempting to get this reported. We do have the product to return for evaluation.